Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: enveor-l-gc; lot number: 0008756566; use by date: 2018-aug-16; UDI number: (B)(4). Updated data: b3, b5, b6, d4, d10, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated during the transcatheter aortic valve implant complete commissure misaligned on the left coronary artery (lca) but the right coronary artery (rca) commissure alignment was reported as ¿ok¿. The lca actually came off higher than the rca and at top of/above the sinotubular junction (stj). The bottom of the left main (lm) coronary was at node 6. The bottom of the rca was at node 5. The valve-to-coronary (vtc) distance to the rca was 5. The vtc to the lca was 3. As reported, the pinned leaflet was unlikely to obstruct the lm. Approximately 7 years and 2 months following the valve implant the patient presented to the emergency room (ER) with 1 week history of a productive cough that worsening since the night before presentation. Decreased appetite, nausea, ¿significant¿ and exertional dyspnea and fatigue also developed. Heart failure was reported. The productive cough required an intravenous antibiotic for 5 days, a different antibiotic for 3 days, and yet a different antibiotic for 14 days. A chest x-ray noted cephalization pulmonary vasculature with mild ill-defined bilateral perihilar opacities and diffuse interstitial opacities, in keeping with pulmonary edema. Presence of small bilateral pleural effusions was noted. Elevated right hemi diaphragm was demonstrated. There was no detectable pneumothorax or acute osseous abnormalities. A mid-turbinate (mt) swab collected and was negative for covid-19 and other respiratory viruses. Blood and urine cultures were performed and also were negative. Community-acquired pneumonia and/or sinusitis were suspected. The patient was reported as vitally stable. An electrocardiogram (ECG) noted suspect for atrio-ventricular disassociation. Repeat blood work demonstrated worsening markers of perfusion lactate up to 175 troponin measured 483. The patient felt about the same with the same amount of oxygen requirements. The blood pressure was the same as well. The mean arterial pressure (map) was above 60. Essentially there was no urine output with a total of 80 milligrams of intravenous (IV) diuretic. On examination, the abdomen was still benign and ongoing decreased breath sounds. The lower extremities felt warm and well-perfused, quite vasodilatory on exam. A transthoracic echocardiogram (tte) performed the day following presentation measured the peak and mean gradients respectively 7 millimeters of mercury (mm hg) and 3 mmhg. Moderate to severe aortic regurgitation was noted. A transesophageal echocardiogram (tee) performed 2 days following presentation noted a flail of the prosthetic leaflet in the non-coronary position which resulted in a flail gap measurement of 3 millimeters (mm). There was no obvious vegetation or thrombus. There was thickening of the aortic root without evidence of an aortic root abscess. Severe anteriorly directed intravalvular regurgitation with a pressure half time (pht) of 182 milliseconds (ms). Trace paravalvular regurgitation also was noted. Three days following presentation, a transcatheter valve-in-valve revision occurred with a non-medtronic aortic valve. The event was reported as resolved without sequelae as of 12 days following presentation. The heart failure event resolved approximately 9 days following the valve revision with the non-medtronic valve implant. The productive cough resolved with no sequelae approximately 26 days following this valve revision.

Manufacturer narrative:
Note: a duplicate event was identified. Going forward any information pertaining to # 2025587-2025-03783 will be captured within this current event/report # 2025587-2025-03718. Updated data: b1, b2, b3, b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the initial implant of the transcatheter bioprosthetic valve, a post implant ballooning was not performed. As reported, there had been no known infection, or calcification, or valve disease. There was no report of cardiac procedures since the valve implant. The transthoracic echocardiogram (tte) was performed approximately 7 years and 2 months following the valve implant. As reported the valve failed due to aortic insufficiency caused suspected torn leaflets. Imaging was not available. The valve was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated the transcatheter valve was deployed to a proper location at the initial implant. As reported, the reported atrio-ventricular disassociation referred to the patient¿s history of complete atrioventricular block with escape rhythm of 40 beats per minute. The patient had a pre-existing permanent pacemaker.

Event description:
It was reported that at the 7-year follow-up following the implant of the bioprosthetic transcatheter aortic valve a transthoracic e chocardiogram (tte) identified a mean aortic gradient (mgv2) of 2.8 and a vmax of 1.2. Moderate to severe aortic insufficiency was reported. Treatment not reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information also indicated that moderate-severe paravalvular leak (pvl) was present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.